Manufacturer narrative:
H3: analysis of the lead (lot#: va34muq) revealed that the outer insulation was separated in the body of the lead; consistent with explant damage. Continuation of d10: product ID 978b128, lot# va34muq, serial# implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34muq implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient reported seeing their healthcare provider (hcp) a week ago, but they were experiencing issues connecting with the ins. The patient mentioned that they were trying to schedule an appointment with both the healthcare provider (hcp) and the manufacturer representative (rep) at the same time to determine what was happening. According to the patient, the hcp has already contacted the rep. The patient was redirected to their healthcare provider (hcp) to further address the issue. On (B)(6) 2025 additional information was received from a manufacturer representative (rep). The rep reported that they were first notified of this event when they received the follow up e-mail. The customer scheduled a patient meeting with them for (B)(6) 2025 but did not provide any details. They stated that the cause of the issues connecting with implant was determined. An xray was taken prior to meeting on (B)(6) 2025 and the most likely cause was due to the lead being twisted. Additionally, on (B)(6) 2025 when a lead revision was completed the physician determined the lead was no longer connected to the battery. To resolve the issue a lead revision was completed. The lead was kept and will be shipped for analysis. This issue had been resolved.